Event description:
It was reported to tyco/kendall healthcare on 1/3/07 that a customer had a problem with a dual lumen PICC. The customer reports "leakage from dual lumen PICC."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.